Event description:
It was reported an out of range rv lead impedance measurement was registered. The patient received inappropriate shock therapy due to lead noise but records were cleared. Externalized conductors were suspected but not confirmed. The lead was explanted. No adverse consequences were detected.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-13.4cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 32.4-33.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.7-21.8cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 39.2-40.1cm from the distal tip, consistent with the lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise, out of range impedance, and inappropriate therapy delivery.

Manufacturer narrative:
(B)(4).